Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker experienced a 16 second episode of asystole, requiring placement of a temporary pacing wire. Device review showed no alerts, but right ventricular (rv) lead capture threshold had progressively increased above the programmed backup output, resulting in loss of capture. Lead trends remained stable without clear evidence of lead failure, although a spring contact issue could not be excluded. Technical services recommended programming fixed output with split configuration to eliminate a potential spring contact issue. The device was later turned off, and the patient received a new dual-chamber pacemaker system. Elevated rv threshold having been present for over a year. The device remains in service. No additional adverse patient effects were reported.